Event description:
Information from the patient via the manufacturer¿s representative reported that they had soreness at the incision site at their post-op appointment. The physician allowed the patient to charge their implantable neurostimulator (ins) and did not indicate any factors that contributed to the soreness at the time. No reported troubleshooting or diagnostics were performed. The patient was prescribed antibiotics and was scheduled to follow up in one month. The physician allowed the patient to continue to use the ins system as normal. No surgical interventions occurred or were planned. It was not known if the issue was resolved and the patient status was reported as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.